Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the implant was working as good as it was going to. It was "not working that great anyway." Additional information received from the patient in response to follow-up reported that the patient had notified their healthcare provider (hcp) of the issue. The circumstances that led to the event were unknown. Implant was noted to be the step taken to address the patient symptoms. The symptoms were not resolved.

Manufacturer narrative:
(B)(4)

Event description:
The consumer reported that the current implantable neurostimulator (ins) was defective. Reprogramming was done for this issue but it did not help. There was no fall or trauma related to this issue. The patient had not spoken to the doctor as he only saw the nurse for reprogramming. He had a weak urine stream that started and stopped. The patient had been shivering to make the stream go since he was (B)(6) so he knew what to do but he still had a hard time getting the stream to start and continue to flow until his bladder is empty. The patient was up all night and did not sleep. He was urinating every 30 minutes. The patient thought all of this was caused by a defective device. Issue was considered a sudden change in therapy/ symptoms. The issue started 4-5 months prior to report. The patient noted he never had bowel incontinence. His indication for use was overactive bladder. The patient was indicated for urinary incontinence/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the weak stream, difficulty voiding and urinary frequency, the steps taken to resolve the issue and to know if the issue resolved. If additional information is received, a follow up report will be sent.